Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they found insulin in the reservoir compartment due to a leak from the reservoir. Moisture was still visible under the insulin pump¿s screen. The customer¿s blood glucose during the incident was 270 mg/dl. The device was not bumped or dropped. The reservoir will not be returned for analysis.